Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the pump performed as intended. During a follow up call, the customer had performed a supply change resolving the occlusion. Customer's blood glucose level was 370 mg/dl and a correction bolus was delivered to correct.